Event description:
Customer reported the set male luer broke off and was stuck in the maxzero female luer. The user was having difficulty removing the male luer and was twisting the luer when it broke off. No pt harm or medical intervention occurred. No further pt/event info was reported.

Manufacturer narrative:
Manufacturer's report date: 06/18/2014. (B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.